Manufacturer narrative:
Additional information: the patient had a tight aortic bifurcation. Corrected data: the reporter provided two possibilities of catalog / lot number combinations: catalog zsle-16-74-zt / lot 7521457. Catalog zsle-16-90-zt / lot 7675424. Investigation - evaluation: a review of documentation, manufacturing instructions, quality control data, complaint history, device history record, and instructions for use (IFU) was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. Review of both device history records noted one nonconforming event which was for a sewing error (single knot) and was reworked. It should be noted there were no other reported complaints for the possible lot numbers. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Per the IFU, "pre-existing regions of stenosis/narrowing have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion)." The reporter stated that the patient had a tight aortic bifurcation. However, based on the information provided; no product returned; and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4).this event is currently under investigation.

Event description:
It was reported by a vascular surgeon that a patient that he performed an endovascular aneurysm repair (evar) procedure was readmitted to the hospital recently with a blocked right zsle limb. The blockage was cleared and the zsle had a bare metal stent inserted to keep it open. Additionally, it was reported that an unintended section of the device did not remain in the patient's body. The patient did require a secondary intervention due to this occurrence to restore blood flow.